Manufacturer narrative:
Sensor 3mh007ft6a0 has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement freestyle libre 2 sensor. The customer had initially reported receiving a ¿replace sensor¿ error message while wearing the sensor. A replacement device was ordered however, the replacement was not received and the customer was unable to monitor his blood glucose. Consequently, the customer experienced dizziness and was unable to self-treat. The customer had contact with a healthcare professional who checked the customer¿s glucose and administered an unspecified dose of insulin. The customer further reported that the hcp advised he¿s not to take insulin anymore and metformin (anti-diabetic) medication was prescribed. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement freestyle libre 2 sensor. The customer had initially reported receiving a ¿replace sensor¿ error message while wearing the sensor. A replacement device was ordered however, the replacement was not received and the customer was unable to monitor his blood glucose. Consequently, the customer experienced dizziness and was unable to self-treat. The customer had contact with a healthcare professional who checked the customer¿s glucose and administered an unspecified dose of insulin. The customer further reported that the hcp advised he¿s not to take insulin anymore and metformin (anti-diabetic) medication was prescribed. No further information was provided. There was no report of death or permanent injury associated with this event.